Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 415 mg/dl at the time of incident. Customer had abdominal pain. The customer treated high blood glucose with IV insulin. The customer was admitted to hospital on (B)(6) 2022 due to diabetic ketoacidosis. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident. The customer was assisted with troubleshooting and was advised to visit the emergency room. The customer will continue to use the device.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2022 at 16:00 due to hyperglycemia and diabetic ketoacidosis. Blood glucose at time of event was 415 mg/dl. User stated they experienced confusion, felt sick/unwell, increased thirst and were going to the restroom excessively as symptoms. Ketones test done and user stated ketones were high. User stated high blood events began (B)(6) 2022. User stated the infusion set was pulled out which led to the event. User did not know blood glucose at time of call but stated they were experiencing abdominal pain. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report. The information related to event date has been updated and provided in b3 section of this report.